Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected in the cheeks and jawline with juvéderm® voluma¿ xc. Three weeks post injection patient experienced an infection at the injection sites. Patient was treated with multiple antibiotics. Symptoms ongoing.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable.

Event description:
Patient reported that they were injected in the cheeks and jawline with juvéderm® voluma¿ xc. Three weeks post injection patient experienced an infection at the injection sites. Patient was treated with multiple antibiotics. Symptoms ongoing.